Manufacturer narrative:
Results: missing motion interrupt pan.

Event description:
It was reported by service report that the head left siderail was not functioning, and the motion interrupt pan was missing. No patient involvement or adverse consequences were reported.